Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 09/12/2024.

Event description:
Patient reported right side "encapsulation, pain, discomfort, itching and retracted breast". Physician later reported grade iii capsular contracture. Device remains implanted.

Event description:
Patient reported right side "encapsulation, pain, discomfort, itching and retracted breast". Physician later reported grade iii capsular contracture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported right side "encapsulation, pain, discomfort, itching and retracted breast". Physician later reported grade iii capsular contracture. Device remains implanted.